Event description:
On (B)(6) 2010, this pt underwent treatment of a 4.9 cm abdominal aortic aneurysm with two gore excluder aaa endoprosthesis. It was reported the devices were deployed with good seal, and the pt tolerated the procedure. F/u computed tomography angiography taken on (B)(6) 2010 showed no significant changes. It was reported the devices were explanted on an unk date.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met pre-release specifications. Add'l device implanted and involved in this event. (B)(4).